Event description:
A pt was skin tested on 1/9/97. On approx. 2/14/97, the pt noted redness and swelling at the skin test site. On 2/28/97 she presented with erythema, swelling, induration, tenderness, and pruritus at the skin test site. The physician diagnosed a positive skin test and prescribed medrol dosepak.